Manufacturer narrative:
Alleged failure: foggy. Probable root cause: laser welding seal failure, distal/proximal window solder failure, damage to optical train, damage to needle, damage to distal or proximal windows, moisture intrusion, end of life wear-out, environmental disturbance: endoscope colder than dew point, environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only), use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Please note that the initial report's type of reportable event was malfunction; per additional information confirmed that the issue was noticed before the case was started. An arthroscope having foggy image noticed before the case was started may cause user dissatisfaction but is not likely to result in any safety concerns to the patient or user. The procedure was completed successfully and no adverse consequences were reported. It does not seem likely that adverse consequences would result if it were to recur. Therefore making this event not reportable.

Event description:
Additional information confirmed that the issue was noticed before the case was tarted. An arthroscope having foggy image noticed before the case was started may cause user dissatisfaction but is not likely to result in any safety concerns to the patient or user. The procedure was completed successfully and no adverse consequences were reported. It does not seem likely that adverse consequences would result if it were to recur. Therefore making this event not reportable.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported scope was foggy, replacement scope used to complete procedure.